Event description:
It was reported that during device interrogation, the patient passed out upon interrogation. The battery was depleted. The emergency button was pushed on the programmer and the device went to vvi 65 mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.